Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported decreased therapeutic relief on (B)(6) 2016. There was 10-15% relief with the device whereas the patient previously reported good control with the device. The patient was advised to schedule a reprogramming session. Reprogramming was performed on (B)(6) 2016. The event resolved without sequelae. The event was related to the device or therapy, not related to the implant procedure, and not due to programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that no contributing factors of the decreased therapeutic relief was determined.